Manufacturer narrative:
The start date of below peritoneal dialysis regimen was 2009: regular calcium (pd2) ultrabag, 1.5% and 2.5%. The solution is not suspect. It is reported from the international affiliate that the device is not available for evaluation.

Event description:
In 2009, baxter was made aware of a patient who had a recurring peritonitis. Nine months later, baxter received a report that the patient went to hospital to replace the transfer set for peritoneal dialysis (pd) treatment. One week later, the patient was hospitalized for bacterial peritonitis. The physician of the patient wondered what the reason was for the peritonitis, however after reviewing the aseptic technique throughout entire pd procedure, no issue was noted. No problem was noted on pouch before use and no problems were noted with the function or visual inspection of the transfer set. The physician of the patient doubted if the inside flow path of the transfer set contained germs due to the sterilization in the plant not being effective, however the physician is not sure about this. The physician of the patient reported this case to the baxter clinical people and would get help on her doubt. Patient replaced a new transfer set for continued pd treatment. In 2009, the patient got peritonitis again. The related peritonitis is being investigated in complaint.